Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. The last therapy from (B)(6) 2025 between 1:40pm and 4:37pm was analyzed. The rate was selected to 10ml/h and a volume of 100ml was selected. During the infusion, a bolus of 2 ml was given. After 3 hours the infusion stopped because the upstream alarm occurred. At this time, 31,41ml was infused. The line was extracted. No abnormalities were found in the history log. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as a technician seal were available and undamaged. The device was in a clean state and no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,11 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. Inside the device could be found liquid residues on the emc protection shield and the lower housing. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (01)04046963716752. Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: I am following up an incident from last week where an IV pump seemed to have delivered an infusion at a higher rate than programmed. A vhims was entered with the following information: upon handover am nurse discussed with pm nurse she felt fentanyl may have lasted less than it was supposed to last, but was unsure if boluses may have been given on her x2 breaks during shift by other staff members, fentanyl was signed off slightly later than hung due to second signature being required when it was hung ( it was checked by x2 staff members when made up though), am staff member said it was hung aprox 09:30 - 10am and not 10:57 as signed for. Just to be sure all lines and pump settings were double checked between am and pm nursing staff members and all settings and lines were correct. Additional patient information: pump stated it was delivering 10ml/hour as it was set to do, there was no leaks found around the pump or around the lines - pm staff felt it would be fine to use as it looked safe and looked to be running ok. Pm bag was then hung up after all checks were completed at 13:41, this bag was finished at 16:40, 3 hours later. Issue was escalated to cnc to assist with finding the issue, pump was removed, issue reported to ICU registrar and consultant. Again no leaks were found from the lines, and the pump settings remain accurate, it is believed there is a fault with the pump itself the pump was set at 10 ml/hr for a 100ml bag, so should have run over approximately 10 hours, but was found to be complete within 3 hours. Upon investigation, it see